Event description:
According to the report, dermabond adhesive was used to repair a forehead laceration. During the procedure, adhesive dripped into the child's eye. The eyelashes were glued together. ER contacted poison control center and were advised to apply vaseline to loosen the bond. Vaseline was used with no success. Pt was referred to an ophthalmologist. Dr applied cold compresses and used baby shampoo to wash the eye area. The child was instructed to wear an eyepatch. After one week after the initial event, the pt underwent surgical intervention under general anesthesia. The procedure proceeded uneventfully and child was discharged home. Physician noted that he had concern about the risk of child developing a lazy eye.